Event description:
N/a

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was returned for evaluation: device history record (DHR) - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects were noted. The position of the cam when valve was received was 190mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, refux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to external forces interfering with the valve mechanism, at the time of investigation no programing issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported unintentional change of the settings of a hakim valve. The valve was implanted on (B)(6) 2019 on a (B)(6) year-old female patient. On (B)(6) 2020 the patient had a headache when upright for more than a few minutes that resolves within a minute after lying down. On (B)(6) 2020 shunt was programmed from 190 to 200 and a CT scan had done but no x-ray done upon visit. On (B)(6) 2020 patient called reporting the same previous symptoms and on (B)(6) 2020 a skull x-ray was shown set at 30 and redialed to 190. On (B)(6) 2020 the same symptoms were reported, skull x-ray was performed showing shunt set at 30, redialed to 190. On (B)(6) 2020 it was reported again headache when upright with resolution when lying flat. On (B)(6) 2020 x-ray was performed showing set at 30, redialed to 190 and on (B)(6) 2020 the shunt was replaced.